Event description:
On 09/210/2021, it was reported by a sales representative via phone that an ar-3680 fibertak implant system, 2nd shuttle stitch locked and would not advance. This was discovered during use in a bicep tenodesis repair on (B)(6) 2021. The surgeon tugged on the ar-3680 to release the suture, and the entire implant came out. The case was completed by using an ar-2290 proximal implant system.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Discarded by facility. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning and/or improper bone prep.